Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The insulin pump was not received in stuck manufacturing mode. Analysis was unable to perform the displacement test and occlusion test due to missing retainer. The pump was received with missing reservoir tube o-ring, cracked keypad overlay at select button, scratched case and minor scratched display window.

Event description:
It was reported that the device screen was damaged. Customer's blood glucose was unknown. Customer agreed to return the device for analysis.